Event description:
The patient presents with idiopathic scoliosis and underwent surgical repair eight months ago. Approximately, three weeks ago, the patient presented in the spinal program clinic, and implant failure was discovered. The screw set on the left l3 vertebra had disengaged resulting in a loss of correction of the lower spine. Approximately three days later,the patient underwent reoperation consisting of exploration of the lumbar fusion mass, reinsertion of the spinal implant and bone fusion l2 to l3. The screw set was returned to the vendor for analysis====================== manufacturer response for legacy (brand not provided)======================at this time, we have not been provided with the results of the manufacturer's assessment of this implant system or of the previous implant system reported by this facility.